Event description:
Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. Device evaluation: visual analysis of the returned device identified a broken shell, a crease fold, wear abrasion, red and brown particles on the surface of the shell, and a piece of the shell is missing. The device was underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on radius assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture, pain, swelling, and hardening. Rupture has been confirmed by magnetic resonance imaging (MRI). Device remains implanted.